Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, stent damaged occurred. The lesion was located in the mid left anterior descending (lad). The physician placed a 3.0 x 32mm promus element stent in the lesion. An unknown balloon catheter was being advanced to the diagonal through the placed stent, proximal portion of the placed stent deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).